Event description:
It was reported that during a routine device check, interrogation confirmed one episode of ventricular fibrillation (vf) and five episodes of ventricular tachycardia (vt) were treated. Detailed observation of the data indicated ventricular oversensing and noise, which resulted in inappropriate shocks being delivered twice. Oversensing noise was confirmed when the pacing was performed at maximum output; hence a lead fracture was suspected. In addition, short interval counts (sic) were detected. The detection therapy was programmed off. A pace/sense lead was implanted. The defibrillation portion of the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).